Event description:
It was reported that during a few unspecified diagnostic procedures, the evis exera iii xenon light source unit would completely shut off completely by itself. The team would have to reactivate the unit by pressing the off/on button as if they are turning it on the first time for it to function again. This has occurred multiple times during procedures.. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for ''the unit shuts down'' could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by customer, the issue occurred prior the procedure started. There was no delay, and the procedure was completed with same set of equipment.